Event description:
This event was reported as degenerated porcine valve, increasing shortness of breath, left ventricular dysfunction, severe aortic insufficiency, extensive calcification and cuspal degeneration. No further info was provided.